Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture one day post-implant. A revision procedure was therefore performed, during which the lead was explanted and successfully replaced. No adverse patient effects were reported. It was noted that the lead was discarded after the procedure.